Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2017-01950. Follow-up revealed the patient is in stable condition.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017-01950. It was reported the patient was implanted with a permanent scs system on (B)(6) 2017. Following the implant procedure, the patient had to be intubated. In turn, the patient was put on a ventilator in the recovery room. No further information related to the event is available at this time.